Manufacturer narrative:
This MDR is part of abbott's patient outcome update project. Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The customer communicated that no additional information will be provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists right heart failure as well as multiple types of other organ failures/dysfunctions as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to multisystem organ failure and right ventricular failure. If the death was device or therapy related was not provided. It was unknown if device was explanted or if it would be returned.